Event description:
Pt had an eld with ph capsule placed. Forty-eight hr test. Pt brought recorder back. Attempted to download and there was no data on the device. The bravo receiver did not record. Pt has to return to have the capsule inserted again.